Manufacturer narrative:
Lumenis investigated the reported event contacting the initial reporter directly to request patient information, patient treatment settings and patient photographs. The patient treatment settings were provided by the user facility; however no patient photographs were available. It was further reported during a phone conversation with the physician of the user facility, that the patient has not been seen by the physician for a follow up appointment or returned phone calls. No report of serious injury or medical intervention was initially received at the time the patient event was reported. An examination of the subject device by a lumenis technical expert concluded that the et hand piece was replaced. Furthermore healthcare professional concluded that "reported malfunction resulting from the error codes mentioned indicate cooling issues with handpiece. If cooling is not within manufacturer specs the operator can't use the system that prevent from any patient injury." Therefore is not related to reported adverse event. A lumenis healthcare professional evaluated the reported event details concluding that the treatment parameters were appropriate for the reported patient's skin type. The healthcare professional determined that no conclusion could be drawn without photographs of the patient's reported burns. The probable root cause of the reported event is determined to be operator error potentially resulting from inappropriate skin typing, unreported pre-treatment sun exposure, patient preexisting conditions or medication affecting the treatment outcome. Additional info sep 25 2017: as part of remedial activity lumenis performed retro review of all safety complaints initiated between jan 01 2015 until jun 02 2017. Lumenis contacted the user facility directly to follow up on the patients status and to obtain treatment settings, patient information, and photographs, but no information has been provided by the user facility. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient of skin type IV sustained a burn of unknown severity to the chin, following hair removal treatment with a lumenis lightsheer duet laser, et handpiece. No information regarding serious injury or medical intervention to preclude permanent impairment was received.